Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service related to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: log file analysis showed multiple 242.4030 motor stall errors starting 11/27/2017 through 2/23/2017. Analysis of the event log contents (date range of event log 12/20/2017 through 2/23/2018) showed multiple motor stall events at infusion start, or consistent with motor home when the door was opened before an infusion was programmed. The motor stall channel error 242.4030 was observed on the lvp when attached to a test pcu every time the lvp door was opened and the lvp attempted to run the motor to place the mechanism in the home position. No motor motion was observed prior to the channel error presentation. The lvp case was removed and the lvp attached to the test pcu. The channel error persisted and no motor motion prior to the error was observed after door open and home position seek was initiated. The lvp motor would not move at all either when homing or if an infusion start was attempted - an immediate 242.4030 channel error occurred. Visual inspection indicated some dried residue inside the rear case. None of the residue extended to the pumping mechanism. (B)(4). Investigation summary: log file analysis showed multiple 242.4030 motor stall errors starting 11/27/2017 through 2/23/2017. Analysis of the event log contents (date range of event log 12/20/2017 through 2/23/2018) showed multiple motor stall events at infusion start, or consistent with motor home when the door was opened before an infusion was programmed. The motor stall channel error 242.4030 was observed on the lvp when attached to a test pcu every time the lvp door was opened and the lvp attempted to run the motor to place the mechanism in the home position. No motor motion was observed prior to the channel error presentation. The lvp case was removed and the lvp attached to the test pcu. The channel error persisted and no motor motion prior to the error was observed after door open and home position seek was initiated. The lvp motor would not move at all either when homing or if an infusion start was attempted - an immediate 242.4030 channel error occurred. Visual inspection indicated some dried residue inside the rear case. None of the residue extended to the pumping mechanism. A test motor controller board was installed on the lvp and had no effect on the error. Next, the logic board was replaced with a test logic board and the lvp resumed normal operation with no errors. The suspect logic board was installed on the lvp board test fixture. The board operated normally in the test fixture. The suspect board was returned to the lvp and the error reoccurred. This behavior indicated that the fault involved the logic board in combination with another element associated with the lvp. Since the initial replacement of the motor controller board had no effect, the motor controller board was not part of the fault. Next, the motor and ribbon cable were replaced on the lvp; the error still occurred. Bypassing the display cable in the lvp mechanism resulted in proper homing operation, indicating an interaction between that particular cable and the logic board. The cable was checked for continuity with a dmm set to ohms and the green wire at pin 6 (channel_off, lvp logic board schematic page 3, j2 connector) was found to be open. The open wire was observed to have broken at the hinge. The channel_off signal is generated by the display board when the channel off button on the lvp keypad is pressed (see display board schematic page 4). The pushbutton grounds a 10k resistor connected to the +5v source and generates a logic low that is detected by the u7 microcontroller and sent to the lvp logic board via the display board cable on the displaytxd wire as serial data with the other pushbutton states. The channel_off* signal is also sent to the lvp logic board microcontroller u12 via the display cable on a single wire. When the display cable channel_off line is open, there is no longer a 10k pullup resistor on the display board to ensure a logic high at the u12 microcontroller input. This can result in an indeterminate logic level at u12. If the logic level is indeterminate, the u12 microcontroller software may issue a safety_shutdown signal which turns off the lvp motor and results in a 242.4030 motor stall error due to no motor motion and encoder signal transitions. Due to the indeterminate logic level on u12, not all logic boards will exhibit the same symptoms. Three other logic boards did not exhibit motor stall errors when installed in the lvp with the open wire in the display cable. Conclusion: the reported motor stall error was due to an open wire in the display board cable that removed the pullup resistor from the channel_off* signal on the lvp logic board microcontroller u12. This resulted in an indeterminate logic level and caused the logic board microcontroller to issue a safety shutdown that prevented motor motion. Service to replace the logic board and display cable and complete the lvp per the normal service process. (B)(4).